Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 12. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and increased sensitivity. No further patient complications were reported.